Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional.

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. Product was also provided for investigation. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined.